Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The onsite engineer informed customer that to ensure that images are being saved properly, they must wait until after the save icon disappears before performing any other functions such as swap, recall, save, fluoro, etc. The system was tested and found to be working as intended and put back into service.